Event description:
Lvp bezel post recall group 2 -dom 2019- 05/09/2019 14:40:52 (B)(6) for repairs contact clinical technology/(B)(6) 07/10/2019 05:58:38 (B)(6) npi confirmed updated from rcl to mjr for the major repairs needed per (B)(6), service tech. Repair approved by (B)(6), biomed, at (B)(6)for (B)(4). Use new po#: 08504-0000358213 07/15/2019 08:25:57 (B)(6). 9632001960920413730700102839910724 05/02/2020 09:22:55 (B)(6) during the repair process, it was determined that the original problem code should have been brok (broken/damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode.